Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type. H3: device evaluated by manufacturer. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. The unknown ratchet extension was not returned. DHR and complaint history reviews could not be performed since the lot/item number associated was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A definitive root cause could not be determined. Therefore, based on the available information, device malfunction and the reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint (B)(4). Concomitant medical products: 3i t3 non-platform switched tapered implant 3.25 x 13mm, lot number 2021120838.

Event description:
Customer reported that they placed implant, used ratchet with extension, when removing the ratchet extension, the implant came out with it. Tooth 10.